Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No moisture damage found inside the pump. The insulin pump had cracked case at display window corners, battery tube threads and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 444 mg/dl at the time of the incident. The customer reported trying to give herself a bolus to correct for the high blood glucose level. Upon pulling out the insulin pump she found the screen blank. The technician performed troubleshooting, however the screen remained blank. The customer was unable to treat for the high blood glucose level due to the blank display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The battery cap will be replaced.